Event description:
A report was received stating that a patient had been receiving an error code on her remote control. A bsn sales representative met with the patient in 2008, and educated the patient that the cause of this error code is due to a magnet reset. During the meeting, the representative was unable to replicate the error code. The representative met with the patient again three days later. The patient was preparing for a pocket revision due to pocket pain and reported still experiencing the error code. The representative was able to replicate the error code during this meeting with items including the patient's husband's magnetic bracelet. The surgeon decided to replace the patient's ipg during the pocket revision. The patient was informed that magnetic fields must be eliminated from her immediate environment to resolve the error code.